Event description:
Problems were encountered with the fit locking functionality on two(2) size 6lpc, low pressure cuffed tracheostomy tubes. 6lpc devices were in use less than one (1) month when the problems were detected. The pt's condition and device usage requires frequent unlocking/locking, removal/insertion of the inner cannula for cleaning, suctioning and other treatments that include use of various respiratory connectors and adaptors. In addition, it was reported that pt experiences severe seizures and spasms requiring close monitoring of respiratory attachments. It is unknown what type of trach tube care was performed. There was one (1) pt involved with no reported pt compormise.